Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's lv lead exhibited high thresholds. Subsequently, the lead was explanted and replaced. The patient's condition was stable.